Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address an asymptomatic metal on metal hip. The patient's MRI did detect a pseudotumor in the hip. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Dob has been provided. In addition to what were previously alleged, ppf alleges metal wear and metallosis. Update 07 feb 2019 pfs alleged soreness. After review of medical records, operative report indicated large adverse local tissue reaction in incising fascia lata. The femur was subluxed anteriorly. Added height and weight. Doi: (B)(6) 2007; dor: (B)(6) 2014; left hip.